Manufacturer narrative:
Added information to h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. IFU review unable to be performed as the model is unknown. A DHR review is unable to be performed because no lot/serial number was provided. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
Edwards reviewed the literature article emergency and prophylactic extracorporeal membrane oxygenation for patients undergoing valve-in-valve transcatheter aortic valve implantation with small surgical bioprosthesis: a report of four cases case3: a patient with a 19mm cep underwent valve-in-valve procedure after an implant for unknown period due to structural valve deterioration. The device was replaced with a 23mm evolut fx. Ar worsened during the thv placement. The ECMO flow rate was increased and it were free from any life-threatening arrhythmias under mcs. Surgery was completed by withdrawing va-ECMO after thv placement under controlled pacing. After extubation, the patient was safely brought to the ICU. The patient left the ICU on postoperative day 3 and was discharged on postoperative days 7.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Citation: watanabe e, kometani s, tsutsumi j, et al. (August 15, 2024) emergency and prophylactic extracorporeal membrane oxygenation for patients undergoing valve-in-valve transcatheter aortic valve implantation with small surgical bioprosthesis: a report of four cases. Cureus 16(8): e66964. Doi:10.7759/cureus.66964.